Event description:
Patient reported left side capsular contracture (baker grade unknown), endure severe pain, which is only relieved with medication but not completely eliminated and depression which forces me to this day in partly inpatient treatment. Patient representative later reported ¿inflammation on the left breast¿was hospitalized due to mastitis non puerperalis¿was treated with intravenous antibiotics¿, "ruptured...liquid has leaked" diagnosed via MRI and capsular contracture- baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture: no observed opening. Depression-ndr : not applicable as the event is not related to the device. Inflammation/irritation : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported ¿inflammation on the left breast¿was hospitalized due to mastitis non puerperalis¿was treated with intravenous antibiotics¿, "ruptured...liquid has leaked" diagnosed via MRI and capsular contracture- baker grade IV. Patient representative also reported "depression", which is not device-related. Patient representative later reported "on the left a liquid deposit was noticed together with capsule thickening as sign of inflammation". Device has been explanted. A therapy with antibiotics cotrim was prescribed to patient. Mastopexy and capsulectomy on both sides was done.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10 of previous supplemental medwatch. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported ¿inflammation on the left breast¿was hospitalized due to mastitis non puerperalis¿was treated with intravenous antibiotics¿, "ruptured...liquid has leaked" diagnosed via MRI and capsular contracture- baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Patient reported left side capsular contracture (baker grade unknown), depression and severe pain. Device has been explanted.